Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection and adhesions. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a2 (date of birth), a3a, b5, b7, d6b, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced hematoma, abscess, recurrence, fistula, infection and adhesions. Post-operative patient treatment included revision surgery, incision, drainage, washout of wound infection, incision and drainage of ventral wall abscess, primary hernia repair, wound vac changes, suture of fistula, placement of wittman patch, debridement, split thickness skin graft, removal of mesh, hernia repair with new meshes, exploratory laparotomy, lysis of adhesions, multiple bowel resections, small bowel anastomosis, and closure of abdominal wall retention sutures.